Event description:
It was reported that the right ventricular lead perforated the patient's myocardium. The patient developed pericarditis and required a pericardiocentesis. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4).